Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed the last basal delivery recorded on (B)(4) 2013. No activity outside of normal use was observed in the black box. The bolus history showed that no boluses were performed through the meter on (B)(4) 2013 and showed no delivery interruption. The pump powered on and displayed ¿verify¿ screen. The pump paired with a test meter correctly; the system was exercised for 24 hours with no alarms occurring during the course of the duration test. Boluses were performed successfully using ¿normal¿, ¿ez-bg¿, ¿ez-carb¿, and ¿combo¿ bolus; the alarm history recorded accurate bolus information. The pump¿s cover was removed for investigation and no intermittent condition was found to the printed circuit board. The keypad rubber is undamaged, all buttons responded appropriately to presses. The issue of boluses incorrectly recording in the history when delivered from the meter was not duplicated during the investigation.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged that the patient is bolusing from the mr and the bolus is being delivered but is not recording on the pump history. They tried to download the pump information, and the patient states if she bolused from the mr the boluses won¿t show. Customer technical support (cts) confirmed the devices were paired, time/date was correct in the pump. Mom performed "mock" boluses and boluses showed up in pump history. Mom is confused and is not understanding what is wrong then. Mom states the patient is bolusing (md's have accused patient of not giving corrections) and mom reports the patient is using up her insulin but her blood glucoses (bg) and pump history are not showing as the patient is advising. Cts is unable to reproduce what mom is implicating mr is doing. Mom understood and appreciative of troubleshooting. Mom still insistent on having mr replaced as well as the pump. Mom has lost confidence in this pump and mr and she was advised by md to have the pump and the mr replaced. The md advised mom to bolus from pens and not to use the pump for bolus/ pump is being used for basal delivery only. Basal is set to +50%. Reviewed with mom that there were no findings to implicate a mr or pump issue causing bg issues. Cts will replace pump and advised to have alternate form of insulin delivery method as prescribed by md available until replacement arrives. Patient verbalized understanding. Mom understood, was appreciative and declined further assistance. Cts advised mom that if a bolus is delivered from mr it records it in the bolus history. If it¿s not in the bolus history, it was not delivered. Advised if delivered from mr it will still show up on download as long as the time/date is correct. This complaint is being reported as the alleged malfunction was not resolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.